Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. The customer¿s blood glucose was 88 mg/dl. The customer saw a red x on display. Insulin pump was exposed to moisture. The troubleshooting was not mentioned. The product will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the active current test. Insulin pump received with pump error 43 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 43 alarms. Insulin pump failed the sleep current test due to moisture damage on the electronic assembly. Insulin pump failed the self test due to missing segments or partial display caused by moisture damage on the electronic assembly. Critical pump error (open book image) not confirmed.